Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, implanted: (B)(6) 2017, product type: screening device. The codes apply to the trial lead.

Event description:
Information was received from a consumer undergoing an advanced trial evaluation. The patient's trial began (B)(6) it was reported the patient had pain at the lead site. On (B)(6) the patient reported they thought they were having an allergic reaction to the dressing. Per patient the area under the dressing is itchy. The patient also mentioned the wires are loose. The patient had not been sleeping very much due to the itching at lead site. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.